Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that on an unk date in (B)(6) 2015, a pt underwent a scheduled open heart surgery for one valve repair, one valve replacement, and a pacemaker placed. Prior to the pt's hosp discharge, the repaired valve failed and the pt was scheduled to have that valve replaced at a later date. On (B)(6) 2015, the pt went to a hospital's emergency dept, due to experiencing chest pain. On (B)(6) 2015, while in the emergency dept the pt's condition deteriorated, was placed on a critical care transport flight to another hosp, experienced a cardiac arrest and expired while in transport. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. Medical records were requested.